Manufacturer narrative:
No complaint sample lot number was provided by the user facility. There was no product returned for eval and no lot number was identified; therefore, the device history record (DHR) could not be reviewed. There was no indication that serious injury occurred, or that medical intervention was required to address any serious injury. Given the description of the event and lack of returned product, the reported condition cannot be confirmed at this time. At the time that this report was rec'd, a review of integra's complaint system since year 2008, until (B)(6) 2010, showed that this was the only complaint associated with "catheter dislodgement" to be generated. The complaint ratio for this type of incident was (B)(4). Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter (B)(6) (the product distributor) stated that the user facility purchasing agent reported that they are having issues with catheter dislodgement when the device is used. Integra and (B)(6) made multiple requests for more info, in email and in certified mail letter. The user facility provided no add'l info. Integra rec'd a report of a similar event from a different user facility in (B)(6) 2010. Integra submitted, on (B)(6) 2010, a MFR's report number 2648988-2010-00038 regarding this subsequent similar event that required medical intervention to resite a PICC line.